Event description:
It was reported that "dr. (B)(6) informed us of an incident involving a 6.0 vitallium rod becoming disengaged from a closed head xia3 iliac screw. Xrays show that it happened on both left and right. Rod seems to be secure in all other xia3 screws, but no longer inside the closed head iliac screws. Questions have come up concerning the small titanium blocker on the closed head screw, and whether that blocker is strong enough to secure a 6.0 vitallium rod."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.